Manufacturer narrative:
No product was returned. Batch history review the manufacturing documents have been checked and found to be according to specification valid during the time of production. Conclusion and root cause the root cause for the problem is most probably usage related. Rational the surgeon inserted the implant upside down. According to the case description, the surgeon is experienced in activ l surgeries, so it was a human mistake. Note: a retrospective review of potential serious injury complaints was performed. This MDR was identified as a reportable and as a result, a follow up was filed as part of the review activities.

Event description:
Additional information: the device fell off into the patient and was retrieved. Clarification information provided by rep indicates that the nurse was having difficulty placing the device on the inserter; the device fell off of the inserter. The assistant doctor then helped to ensure the implant was properly locked onto the inserter; the inserter used when the activl was placed was the next size up.

Event description:
It was reported that during an activ l case (artificial disc l4/l5), the surgeon implanted the device upside down. He realized what he had done but was unable to remove the endplates easily to correct, so he finished the case as is. The patient is reportedly doing great. Surgeon has no intent to perform a revision. Activl artificial disc system is composed of (B)(4), reported as concomitant products: inferior end plate / sw980k / activ l inf.plate size m 0°/spikes - lot number 52199927 superior end plate / sw981k / activ l sup.plate size m 6°/spikes- lot number 52205878 inlay / sw965 / activ l pe-inlay 8.5mm - lot number 52221500.